Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Rep left a voicemail saying the threads of the devices stripped intra-operatively.